Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability - additional information. Additional information/device evaluation. Device evaluated by manufacturer - additional. Adverse event problem - additional information.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.